Event description:
It was reported to boston scientific corporation that a covered wallflex rx biliary stent was successfully implanted during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant the stent was being implanted to treat stricture in the distal common bile duct. The physician noted that the stent had migrated within the cbd and performed an ercp to remove the stent on (B)(6) 2013 . During the stent removal procedure, the physician attempted to retrieve the stent using forceps and by weeping with a balloon. The stent was successfully removed with the scope but had crimped at the proximal end. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a covered wallflex rx biliary stent was successfully implanted during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant the stent was being implanted to treat stricture in the distal common bile duct. The physician noted that the stent had migrated within the cbd and performed an ercp to remove the stent on (B)(6) 2013 . During the stent removal procedure, the physician attempted to retrieve the stent using forceps and by weeping with a balloon. The stent was successfully removed with the scope but had crimped at the proximal end. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that only the deployed stent was returned for analysis. It was noted that wires at the retrieval loop end of the stent were broken and the retrieval loop itself was stretched and damaged. In addition, the stent cover in this area was torn. It was noted that the opposite end of the stent was curved. No other issues were noted with the stent. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) for the reported event of stent damaged. (B)(4) for the reported issue of stent migrated. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.